Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2004, after the use of the product.

Manufacturer narrative:
This is one event reported on the same pt involving three separate products and associated with mdrs #1225714-2013-01486, 1225714-2013-01487 and 2937457-2013-00117.